Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported she was having issues with her sensor. Customer put a new sensor on last night, it was reading fine at first then it dropped really low and stayed low. Then, she started getting calibration errors. Sensor glucose versus blood glucose troubleshooting, sensor went low and stayed low. Customer is not calling back after uploading pump. Customer is not able to provide data from the insulin pump for the sensor glucose versus blood glucose event. The blood glucose reading was 196mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.